Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed. It was indicated that the explanted device was still functional. No additional information was reported.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed. It was indicated that the explanted device was still functional. The patient did not experience any further adverse events and there were no complications or concerns reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.